Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed 2.5 years remaining longevity. Previous device checked, several months ago, longevity showed 0.5 years remaining. Boston scientific technical services (ts) discussed possible reason for this issue and suggested performing memory analysis. Further, the patient was advised to had a follow-up check after a couple of months. The field representative was unable to provide pertinent information. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker device showed 2.5 years remaining longevity. Previous device checked, several months ago, longevity showed 0.5 years remaining. Boston scientific technical services (ts) discussed possible reason for this issue and suggested performing memory analysis. Further, the patient was advised to had a follow-up check after a couple of months. The field representative was unable to provide pertinent information. As of this time, the device remains in service. No adverse patient effects reported. Additional information indicated that this pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.